Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2018. The patient reported that it felt like she had a urinary tract infection. No further complications were noted or anticipated.